Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue began on (B)(6) 2014. The reporter detailed that the patient manages hid diabetes with insulin and metformin and continued to take his usual dose of medication in response to the alleged issue. The reporter claimed that on (B)(6) 2014, at 12:40am, the patient visited a doctor¿s office, where he had a blood glucose test performed on a clinic meter which gave a reading of ¿520mg/dl¿ and that he was treated by a healthcare professional (hcp) with insulin and metformin. The reporter stated that ¿2 weeks¿ after the alleged issue, the patient developed symptoms of ¿shakiness and often using the bathroom¿. During troubleshooting the cca noted that there was no apparent misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious blood glucose excursion and received medical intervention from a hcp after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.